Event description:
The customer reportedly received the blood glucose results of 100 mg/dl and 340 mg/dl within 10 minute timeframe. The reporter states that the customer could not recall if accu-chek compact plus system 1 or accu-chek compact plus system 2 produced the back-to-back results. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek compact plus system 1. Reference medwatch with pt is for suspect device accu-chek compact plus system 2.